Manufacturer narrative:
H10: a video of the sample was provided for evaluation. The visual inspection showed that the dialysate compartment filter was half full of fluid and half full of air. The reported condition was verified. The cause was related to user error. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h10 h10: photographs of the sample were also inspected. The visual inspection showed that the dialysate compartment filter was half full of fluid and half full of air. The reported condition was verified.

Manufacturer narrative:
Prismaflex hf20 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to provide continuous renal replacement therapy (crrt) to treat low weight (8 kg to 20 kg) and low blood volume patients or patients who have acute renal failure, fluid overload, or both, and who cannot tolerate a larger extracorporeal circuit volume in an acute care environment during the coronavirus disease 2019 (covid-19) pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 36 hours after starting treatment with a prismaflex hf20 set, the dialysate level goes down to half full". No leaks were noted. It was reported the pediatric patient was hypotensive and had to be resuscitated (no further details were provided). No blood pressure values were reported. At the time of this report, no further details were provided regarding patient treatment, medical interventions or the patient outcome. No additional information is available.

Manufacturer narrative:
Additional information: h10. H10: the user error was further described an error in properly monitoring the level of the deaeration chamber and an error in properly changing the bag during treatment (clamp the bag and the line of the set connected to it during change), leading to an air intake. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A pressure test was performed and no leak was observed. A visual inspection did not reveal any leaks. The reported condition was not verified. The cause of the reported condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.